Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Device/procedure outcome: original device used,procedure completed patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: [?]event; patient health injury [?]please specify the details of health injury noted on the patient; cardiac tamponade [?]please specify the details leading up to the event; following septal puncture, the blood pressure dropped during la mapping and pericardial effusion was noted to have accumulated. [?]please specify the details of the treatment performed; drainage was attempted; however, procedural issues have occurred where the rv was punctured and blood has drawn, preventing blood pressure restoration; therefore, thoracotomy was performed to treat the perforation site. [?]please specify the patient's condition after the treatment; the patient was hospitalized with ECMO support but has recovered the following day. [?]please specify the physician's opinion on the cause of the health injury; this was likely caused by perforation of the laa with the wire. Caution is required when operating the wire. [?]was there any issues with the appearance or functionality of this device?; none [?]was there any other catheter in the heart when the health injury occurred?; cs catheter, beeat [?]was there any resistance felt while operating or removing this device?; none [?]was it possible to obtain the case data?; [?]please specify the name and size of the combined sheath; [?]event; patient health injury [?]please specify the details of health injury noted on the patient; cardiac tamponade [?]please specify the details leading up to the event; following septal puncture, the blood pressure dropped to 60s during la mapping and pericardial effusion was noted to have accumulated. [?]please specify the details of the treatment performed; drainage was attempted; however, procedural issues have occurred where the rv was punctured and blood has drawn, preventing blood pressure restoration; therefore, thoracotomy was performed to treat the perforation site. [?]please specify the patient's condition after the treatment; the patient was hospitalized with ECMO support but has recovered the following day. [?]please specify the physician's opinion on the cause of the health injury; this was likely caused by perforation of the laa with the wire. Caution is required when operating the wire. [?]was there any issues with the appearance or functionality of this device? None [?]was there any other catheter in the heart when the health injury occurred? Cs catheter, beeat [?] Was there any resistance felt while operating or removing this device? None [?]was it possible to obtain the case data?; [?]please specify the name and size of the combined sheath; infected: no infection name: diagnosis or treatment: resolution: completed with this device where did event occur: inside the patient patient's outcome: adverse event first time the unit was used: yes tested prior to use: yes used before expiry date: yes generator used ablation catheter used other used event date: 2025-12-8. As reported device codes: 2099: no known device problem. As reported patient codes: 9398: no clinical signs, symptoms or conditions.